Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly analyzed. Visual inspection noted the lead was severed in two segments at 31 cm from the is-1 terminal pin with the extracting stylet stuck inside the distal segment. Setscrew marks were noted on all terminal connectors in proper location with drag marks on the is-1 terminal ring. Examination of the trilumen insulation indicates the suture sleeve was tied down approximately 24.5-26.5 cm from the is-1 terminal pin. A slight bend in the lead body just proximal to the suture sleeve tie down was noted, no insulation breach or coil fracture was observed. The distal shocking coil was found separated from the medical adhesive bonding at the proximal end and the helix was noted to be extremely stretched, believed to have been induced during the explant procedure. Both lead segments passed resistance and hipot tests. No lead characteristics were identified that would have caused or contributed to the clinically observed high out-of-range pace and shock impedance measurements, high pacing thresholds and low intrinsic amplitude.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements in addition to high pacing thresholds of 7.0v and low intrinsic sensing amplitude. There was no report of loss of capture or asystole resulting from the high pacing thresholds. A revision procedure was performed wherein the lead was found damaged near the suture sleeve as a suspected result of the fixation suture. The out-of-range impedance measurements were also confirmed via psa at this time. The lead was explanted and replaced. A portion of the suture sleeve was noted to have detached in the patient's vasculature but was able to be recovered with no portion remaining in situ. No adverse patient effects were reported.